Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that within a week of implant, the patient complained of chest pain, and a small pericardial effusion was discovered. Additionally, the right ventricular (rv) lead exhibited high thresholds, and was found to have microperforated the heart. The lead was repositioned, and remains in use. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.